Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. Reportedly, customer over bolused which caused them to go low. Bg was addressed by consuming glucose tablets. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.